Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed error messages. The error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.